Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found an anomalous component within the hybrid resulting in loss of sensing. Reliability laboratory engineer; (B)(6).

Event description:
This report is to advise of an event observed during analysis.